Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space failure occurred. The field service engineer directed the customer on how to recover the helmer fridge. Fse monitored the process and was able to clear the error. A field service engineer confirmed that the customer recovered the storage spaces to resolve the issue. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es failed storage space. The customer reported that the malfunction occurs when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this event.